Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button was unresponsive. Customer also mentioned that she spent 6 days in the ICU because of bad cannula. No troubleshooting was performed. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm was noted during testing. The device had an intermittent buttons response due to flattened act button dome switch. No unlocked lcd keypad connector noted. However, the device passed self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.